Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient's implantable neurostimulator (ins) for urinary disfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Hcp is with the patient and is reporting the following about impedances. Caller says the patient is having urethra pain only when they increase their stimulation too much, but they've had improvement on their dribble saying their pads have just slight dribble; the patient is getting more than 50% relief. On 1.0v and 210 pulse width (pw), the hcp reports: c0: 1016 ohms, c1: 1016 ohms, c2: 1016 ohms, c3: 1016 ohms, 01: >4k ohms, 02: >4k ohms, 03: 2026 ohms, 12: >4k ohms, 13: >4k ohms, and 23: 1909 ohms. It was reviewed to re-run the electrode impedance at higher amplitude if medically appropriate. The hcp says they switched the patient from program 3 to 2. On 3.3cv, 210 pw, and 14 hz, the hcp reports: c0: 1027 ohms, c1: 1027 ohms, c2: 1027 ohms, c3: 877 ohms, 01: 1741 ohms, 02: 2068 ohms, 03: 1681 ohms, 12: 1741 ohms, 13: 1599 ohms, and 23: 1549 ohms; troubleshooting resolved the reported issue. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Healthcare professional (hcp) responded to a letter. The hcp wasn't sure what caused the high impedances on program 3. However, the high impedance issue on program 3 was resolved. No further patient complications have been reported as a result of this event.